Manufacturer narrative:
The report events of premature release and tether fracture were confirmed. Final analysis found a complete catheter was returned in one piece. Visual and x-ray inspections found both tethers wire was appeared to be fractured and the bullets were missing. Sem analysis verified both tethers wire was fractured. The cause of the reported event was due to fractured tethers wire consistent with fatigue fracture.

Event description:
Related manufacturing reference number: 2017865-2023-17773. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp released prematurely from the delivery catheter. The physician removed the catheter and noted the beads on the tethers were missing. The device was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 coding.